Event description:
It was reported to philips that the device would not turn on. There was no reported patient involvement.

Manufacturer narrative:
Additional information received from the customer indicated that there was no issue with the device.